Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the pacemaker exhibited failure to capture and inappropriate mode switch due to far r oversensing. Programming changes were made and the patient was in stable condition.